Manufacturer narrative:
(B)(4). Photographic analysis: two pictures were provided: the pictures show tissue that appears to be an incomplete staple line, also a staple seems to be not fully formed. Based on the photos alone the event described is confirmed but no root cause can be determined. No device was returned for analysis. Additional information requested and received: what were the indications for surgery? Atypical adenomatous hyperplasia. Does the surgeon wait 15 seconds for tissue compression prior to firing? Yes. Were any other color cartridges used? Unknown. Was this the 1st firing for device? Yes. Was the device difficult to close or fire? No. Were clips used in surgical field? No. What is the current patient status? Left from hospital, with mild symptoms of lung abscess. How was the pulmonary abscess diagnosed? By chest CT. How was pulmonary abscess treated? Antibiotic drugs. Did the pulmonary abscess occur at the staple line or was it related to the usage of the device? Please explain. Occur at the staple line was the hospital stay extended due to the issue experienced with the device? Result 2nd hospital admission. What is the current patient status? Left from hospital. What was the product code of the stapler used with the ecr45d reload? Unknown.

Event description:
It was reported that during a wedge resection of lung procedure, after fired, found the staples malformed with irregular shape as the pictures show. Suture was used to sew the wound. The surgery delayed about 10 minutes. After surgery, found the pulmonary abscess. Now the patient is stable and in hospital. Another device was used to complete the procedure.